Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the radius-7 shuts down. There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The device had recessed and contaminated pogo pin pads which caused the device to lose connection with a lab battery module when it is moved.

Event description:
The customer reported the radius-7 shuts down. There was no patient impact or consequence reported.